Event description:
It was reported that a ventricular event was recorded by the pacemaker due to noise. Technical services recommended assessment of the right ventricular lead. The lead remains in service and no adverse patient effects were reported.